Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there was an obstruction in the sample probe, causing aspiration issues. He replaced the probe and performed adjustments. He ran precision testing and hardware checks, which passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable high calcium gen.2 results from the cobas c 503 analytical unit. Sample 1 initial result was 4.0 mg/dl, and the repeat result was 8.0 mg/dl. Sample 2 initial result was 5.5 mg/dl, and the repeat result was 8.7 mg/dl. The initial results were believed to be correct.